Event description:
During the procedure, while taking down adhesions, the surgeon noted that the cutter became stuck. In order to troubleshoot the problem, staff disconnected the ligasure, then reconnected it. The surgeon was then able to use the device as expected. There were no adverse effects to the patient.